Event description:
The tip of the wire sheared off during the procedure and had to be stented against the inside of the vessel along with some material from the balloon catheter. The physicians did not attribute the complaint to the wire being defective but to the stent that the patient had that they were trying to pass things through. The patient is currently in good condition as observed during its follow visit with the doctor.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The date , no other complaints was reported for this same failure mode within this lot. No device evaluation was performed as the hospital won't release the wire for return. However, a full evaluation will be conducted if the device is returned to the manufacturer and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.